Event description:
It was reported that catheter issue occurred. The 90% stenosed, 30 mm x 2.70mm target lesion was located in the mildly tortuous and severely calcified right anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During withdrawal of the device, it got entangled with the guidewire, the catheter was damaged, and the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appears to be in good condition. No damages or failures were observed on the catheter code pcba board assembly. Microscopic inspection revealed the guidewire exit port was lifted, but the distal section of the tip was in good condition. Impedance testing showed no electrical issues. A good image appeared in the ilab system during image characterization testing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that catheter issue occurred. The 90% stenosed, 30 mm x 2.70mm target lesion was located in the mildly tortuous and severely calcified right anterior descending artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During withdrawal of the device, it got entangled with the guidewire, the catheter was damaged, and the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable.